Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed a high-pressure alarm without any success at stopping the alarm. The patient was able to resume therapy using a backup pump. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, no issues were found with the reported issue of the device alarming "high pressure". The device was tested 3 times and all 3 tests passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.